Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab for two pts. Results as follows: pt#1 date: (B)(6) 2011; 1st inratio: 1.2; 2nd inratio: 3.0; lab: 3.0. The nurse tested pt and got 1.2. The doctor did not agree with that, so had her repeat the test and got 3.0. They took a venous draw and sent to lab; result was 3.0. Pt#2 date: (B)(6) 2011; inratio: 1.6; lab: 2.4. Samples were taken within five minutes of each other. Caller tried someone who is not on coumadin and it resulted 0.9.